Event description:
It was reported that (1) lcsc5 was used during a lap supra cervical hysterectomy procedure. It was reported by the rep that the surgeon experienced "lock out" very often in the beginning of the case and did not achieve adequate hemostasis. The surgeon used the harmonic scalpel curved shears for this procedure in previous cases and noticed that they did not seem to function well this time due to both the lock-out situation and the reduced ability to obtain hemostasis. The surgeon stated the "curved shears" did not seem to work well this time. The case was completed with everest bipolar. There was no consequence to pt.